Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the unit was operating at a higher than normal temperature. It was further reported that the unit switched off.